Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a pump exchange on (B)(6) 2018 due to suspect pump thrombosis. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned device, (B)(4). The pump was returned with the driveline cut approximately 10 inches from the pump housing and the severed portion of the driveline, measuring approximately 28 inches in length, was returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was also returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Evaluation of the driveline found tape covering a majority of the distal end of driveline. The attachment of the driveline to the outlet housing was intact and appeared to be free of damage. Removal of the tape and the silicone sleeve revealed multiple areas with shield breakdown. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.